Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been completed. The patient is stable with no consequences.